Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9210500. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200840071] noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm halfunit experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9210500 verbatim: consumer reported needle shield difficult to remove before injection, also stated that the needle hub separates and stays inside of the shield when the shield is removed. Date of event: unknown

Manufacturer narrative:
The following information has been updated: h.1. Type of reportable event: malfunction.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm halfunit experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9210500. Verbatim: consumer reported needle shield difficult to remove before injection, also stated that the needle hub separates and stays inside of the shield when the shield is removed. Date of event: unknown.